Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose at the time of the incident was 12 mmol/l. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. The unit returned a power supply test failed during self-test during self test. Per visual inspection there was corrosion at the bottom of electrical board especially around the battery connectors. Device has a crack on the battery tube which starts at the corner of the belt clip rails. The left belt clip rail is broken. The s/n label located between the belt clip rails is illegible. Finally the middle (enter) keypad button is cracked.